Event description:
Related manufacturer reference number: 3006705815-2022-15623. It was reported that one of the patients leads has migrated and patient has lost effective coverage of pain. Surgical intervention was taken to explant the system.